Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose (bg) ranged between 389 mg/dl to the highest level displayed as "high" on the continuous glucose monitor. Cause of bg was unknown. Bg was addressed via correction bolus.